Event description:
While treating an adult patient who was an inpatient, there were several instrument alarms. There were three red blood cell (rbc) pump alarms. We increased the bowl optic to 180ml and then decreased it to 150ml. We set the whole blood processed to 1183ml to initiate buffy coat and were then able to proceed with the treatment. Three low air flow alarms occurred. There were no obstructions noted. The photoceptor chamber door was open. We turned off the instrument and inspected the photoceptor plate and reseated the photoceptor plate. The practitioner closed the door and turned the instrument back on. There was an additional alarm and the machine was reset with no other alarms. We were able to complete the treatment successfully. We notified therakos, biomed, medical directors and the ecp nursing supervisor. The instrument was sent to biomed for follow up service per the therakos field engineer.